Manufacturer narrative:
Noise, artifacts and oversensing with no intervention.

Event description:
This lead is showing non-physiologic signal that has led to inappropriate tachyarrythmia detections. Further testing of the lead will be conducted. As of today, all available info suggests that this lead is still implanted. If add'l info is rec'd, this report will be updated.